Event description:
The following was reported to hamilton medical ag: 'release valve defective' error. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) investigation ongoing.

Manufacturer narrative:
Investigation outcome: the device alarmed with 'release valve defective' error. Device logs were not provided with this complaint and no other information was provided. No patient involvement. We have not received any further further information or response after three requests for additional information if replacing it resolved the issue. The issue usually occurs during the tightness test. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. It ensures that there is no unintended gas leakage that could affect ventilation performance. The operator's manual specifies that the preoperational check, which includes the tightness test, must always be conducted prior to patient use. In conclusion, a failed tightness test is not a malfunction but part of the pre-emptive safety and maintenance measure. As long as the underlying issue is addressed properly, the ventilator can be safely used on patients. This case is considered as closed.